Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 140mm from the terminal pin. Only the terminal pin segment was returned. This portion of the lead was confirmed to be electrically continuous. Analysis was unable to confirm the clinical observations as only a portion of the lead was returned.

Manufacturer narrative:
It was indicated a portion of the lead would be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device replacement procedure, high out of range shock impedance measurements were observed on the right ventricular (rv) lead. As a fracture was suspected, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.